Manufacturer narrative:
Up to now, product was not provided. Therefore, no pictorial documentation possible. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. Without the product, an exact cause cannot be determined at this moment. Additional information / results after received product will be submitted in a supplemental report.

Manufacturer narrative:
Investigation results: visual investigation: we made a visual inspection of the products. Here we found wrong positioned clips. Additionally we discovered deformed slider sheets and deformed latches of the slider sheet. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap ag that a challenger ti-p ligature clips device was used during a pancreatectomy procedure performed on (B)(6) 2020. According to the complainant, the ligature clips consecutively fired without being triggered. The event led a procedural delay of approximately five (5) to ten (10) minutes. No known patient complications occurred as a result of this event. Additional information has been requested, but has not yet been received. No patient details were made available. The malfunction is filed under aag reference (B)(4).